Event description:
It was reported that the insulin pump had cracks in the display and the caller did not know how the damage had occurred. The blood glucose reading was 134 mg/dl. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked display window, and cracked case near display window corners, which were noted during visual inspection.